Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver failed to provide low alerts. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Performed receiver charge and boot up and passed. Receiver functional test was performed passed. A manual try it test was performed and passed. Receiver was opened for visual inspection and passed. A receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.